Event description:
Info received indicates the pt cannot place a nurse call from the bed.

Manufacturer narrative:
The tech found the pins on the communication cable connector were bent, preventing the cable from connecting to the nurse call system. He aligned the pins to repair the bed.